Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 10 hours after placement of the foley catheter a small leak was confirmed in the hcu, near the tamper evident seal. Further leaks occurred in the west ward on the 4th floor.

Event description:
It was reported that 10 hours after placement of the foley catheter a small leak was confirmed in the hcu, near the tamper evident seal. Further leaks occurred in the west ward on the 4th floor.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all-silicone temp sensing foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4783. Visual inspection noted no obvious observations. The catheter urine lumen is filled with water and there were no leakages present. This is within specification per inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.